Event description:
The customer reported to olympus there were issues with two (2) distal caps at the start of a therapeutic endoscopic retrograde cholangiopancreatography with calculus removal. A distal cap was opened, found to be defective and not used for the procedure. A second distal cap was opened, inspected, and placed on the endoscope correctly. When the monitor went black, the endoscope was removed and no distal cap was on the scope. The assistant thought the cap may not have been placed on the scope. There was a procedural delay of less than five (5) minutes. A third distal cap was correctly placed on the endoscope and the procedure was successfully completed. The patient vomited the missing distal cap in post-operative holding (recovery). This event includes 2 reports as follows: patient identifier (B)(6) is for the maj vomited by the patient. Patient identifier (B)(6) is for the tjf used during the procedure. This is report 1 of 2 for patient identifier (B)(6) is for the maj vomited by the patient.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. The case is not due to design. Based on the results of the investigation, and although the actual product has not been returned, it is likely the cover was easily removed from the scope due to insufficient attachment to the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. According to the information provided, the recovered tip cover was undamaged. In addition, it was confirmed in the previous complaint (c21319362) that anti-fog agents were not used at the facility. It was confirmed that the user checked the cover immediately after attaching it to the scope, but it was unclear whether the user checked it while pulling or twisting it. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -the cover was easily removed from the scope because it was not attached to the scope sufficiently. Complaint history review: the same issue occurred at the same facility before under patient identifier c21319362. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.